Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear 3-6 lead 50 cm, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 18437614. Product family: linear st lead kit 50 cm, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17421731/1038281.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. Fluoroscopic examination revealed that the left occipital lead had migrated laterally. The patient underwent a lead revision procedure whereiin the leads were repositioned. It was reported that the patients leads were exposed at the base of the neck. The patient underwent a lead explant procedure and the patient was doing well postoperatively. The explanted device will not be returned.